Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed stated that the arctic sun device failed the calibration for an error 1 and error 2. They explained the flow and inlet pressure was out of range and they needs to replace the circulation pump. They already had a circulation pump in biomed and just wanted to confirm the part before replacing it.

Event description:
It was reported that biomed stated that the arctic sun device failed the calibration for an error 1 and error 2. They explained the flow and inlet pressure was out of range and they needs to replace the circulation pump. They already had a circulation pump in biomed and just wanted to confirm the part before replacing it.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified a circulation pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.